Event description:
Patient in the cath lab for physician to perform pci on the calcified ostial rca. After shockwave, cutting balloon, first and second stents deployed, the second stent balloon onynx 3.5 x 12 cm was stripped and retained inside the proximal rca. Patient hemodynamic stable. No chest pain, no ECG changes.